Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported complaint was confirmed through the review of the device data logs. The evaluation determined that the system fault 189 was due to a defective main pcb. The main pcb was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 189). This resulted in an alarm which notified the caregiver of the error message. There was no patient injury reported as a result of this incident.